Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned to manufacturer.

Event description:
Patient tested 4.4 inr on the coaguchek xs system while a professional coaguchek xs system returned as 2.5 inr. Doctor advised customer to take 1/2 of a coumadin pill for one week based on the result of 4.4 inr. No adverse event reported. Suspect strips are no longer available for return. Replacement was sent.